Event description:
It was reported that the customer was hospitalized for low bgs. The customer has been experiencing low sugar level for two weeks. It was believed that the cause of low bgs was the pump malfunctioning. The device was not available for testing at the time of call. Also it was indicated that the pump was placed in suspend mode. The contact stated that they would call back to perform further testing.